Manufacturer narrative:
The pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the time was inaccurate, cause was unknown. In addition, it was reported that the customer received an incomplete bolus alert attempting to deliver a bolus. Tandem technical support educated the customer that per the tandem user guide, if the user enters the bolus screen and the screen is not exited within 90 seconds, the alert will occur. Customer understood and acknowledged that the bolus had not been delivered as intended. Customer's blood glucose level was 512 mg/dl. Customer delivered a correction bolus via the pump to address high bgs. Customer corrected the pump time and continued using the pump for insulin therapy.